Event description:
The customer reported that the equipment turned off in middle of surgical operation.

Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by 05/06/2011.